Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, a kink was identified 7 cm from the distal tip, which is distal to the transition point. The device did not meet the curve specification. The device did not meet the planarity specification. No bends were identified upon investigation. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The most likely root cause is mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the catheter. The instructions for use (IFU) state: do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the electrophysiology catheter wasn't functioning properly during the case. The md was not satisfied with the deflection of the electrophysiology catheter. They took out the electrophysiology catheter and replaced it with another and were able to successfully complete the case. There was no patient injury or medical intervention and extended procedure time reported was approximately 10 minutes.